Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system while her son was sleeping. The patient's blood glucose at the time of incident was 427 mg/dl, which was treated with a manual insulin injection. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.